Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, date of implant (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing an audible alert every 4 hours from their implanted cardiac device. This alert cadence is indicative of a right ventricular (rv) lead integrity issue. The lead remains in use. No patient complications have been reported as a result of this event.